Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. A review of the trend history revealed that the shocking lead impedance measurements for this single coil lead ranged between 110-120 ohms. Additionally, an electrogram (egm) showed some noise on the shock channel which was suspected to be from myopotential noise than a lead issue. A local field representative reported that no intervention was performed at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator (crt-d) had reached explant battery status. Boston scientific technical services (ts) discussed the device appeared to be experiencing normal battery depletion but noted that the shocking lead impedance measurements on this right ventricular (rv) lead had been high and out of range for the past year. No adverse patient effects were reported. The device was explanted and the rv lead was surgically abandoned.